Manufacturer narrative:
Submit date: 9/25/2018. The incident sample has been requested but to date has not been received at the manufacturing site for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reports they are experiencing fraying issues.

Manufacturer narrative:
The device history record (DHR) for lot number 17k041962 indicates product and specification requirements were met with no non-conforming product identified relating to this customer report. A lot cannot be released unless it passes all quality and conformance requirements. In-process procedures are also in place to prevent nonconforming product in the manufacturing process. This ensures components and finished products meet all quality inspection standards. These controls include, but are not limited to: material verification/certification processes, dimensional specifications, statistical samplings, periodic audits, process inspections, machine maintenance/operation and personnel training and certification. For sterilized products, the DHR and the sterilization documents undergo further review prior to release. No product/sample was provided for evaluation. No additional information, pictures or videos were received. Therefore, a comprehensive investigation was unable to be conducted. The reported customer complaint could not be confirmed. A root cause could not be determined. This complaint will be utilized for tracking and trending purposes.